Event description:
It was reported that the device will not stay in auto mode. No patient injury was reported.

Manufacturer narrative:
The previous service history has been reviewed and deemed unrelated to the current customer reported reason. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no apparent external physical damages. Functional testing found a faulty momentary valve assembly. Replaced the momentary valve assembly. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Other, other text: additional information was received via email on 8-nov-2022. No patient was involved. (B5) d5 and e4 are unknown.

Event description:
Additional information was received via email on 8-nov-2022. No patient was involved. A customer response indicated the device was not in use, to best of the reporter's knowledge.